Event description:
Instrument failure - the hook extractor broke.

Manufacturer narrative:
On (B)(6) 2012, it was reported by an agent that the hook broke off of an extraction hook during surgery near the patient. The healthcare professional indicated a significant adverse event to the patient. There was a fifteen minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned instrument meets the design, manufacturing, and material standards for the part design except for one non-conforming material report covered in (B)(4). A couple of dimensional discrepancies were determined to have no impact to the fit, function, or safety of the devices since the maximum material condition (mmc) at the instrument interface was not violated. The lot was accepted to use "as is." A review of the product complaint report shows (B)(4)prior complaints associated with this part number for bent, damaged, or broken distal hooks. The root cause for the revision surgery was the extraction hook fractured due to bending and/or eccentric loads in excess of rev. B design limits. The notch in the stressed area created a stress concentration reducing the load required for material fracture. (B)(4) has improved the design and elevated the instrument to rev. C which provides 81% increased resistance to the hook fracture.